Event description:
During ivc filter retrieval on (B)(6) 2014, the wire coil jacket separated from mandrill during venous procedure. The separation occurred inside the pt. The wire was carefully removed through the sheath with minimal resistance encountered. Moderate kinking was noted. The pt did not require any additional procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.